Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. The insulin pump has minor scratched display window, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose is 90mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced. The pump is being returned and replaced.